Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: spinal kyphoscoliosis, lumbar foraminal stenosis with disc disorder type of procedure: posterior fusion at l2/s2, interbody fusion at l2/l3 and l5/s1 levels operated: l2-s2 it was reported that intra-op, during final tightening of the non-break off set screw, the tip of shaft stripped. After the shaft fitted into the non-break off set screw and was turned, it got idled. Another product was then used to complete the procedure. The product came in contact with the patient. No fragment of the instrument remained inside the patient. There were no patient complications as a result of this event.

Manufacturer narrative:
Product analysis: visual and optical inspection confirmed the tip of the driver shaft has been stripped. The hex corners of the driver have been deformed/rolled over. Dimensional and hardness check confirmed the instrument is made to print specification. This type of damage is consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.